Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This occurred on 3 occasions before use. The following information was provided by the initial reporter: detachment of the distal part of the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This occurred on 3 occasions before use. The following information was provided by the initial reporter: detachment of the distal part of the catheter.

Manufacturer narrative:
The following fields have been updated with corrections: medical device type: foz.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This occurred on 3 occasions before use. The following information was provided by the initial reporter: detachment of the distal part of the catheter.